Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported sensor was giving glucose readings 200 points off from blood glucose. Customer's blood glucose was 408 mg/dl and sensor read over 200 mg/dl. Another time, the customer's blood glucose was 230 mg/dl while sensor read 400 mg/dl. At the time of troubleshooting, customer's blood glucose was 284 mg/dl and sensor was giving a reading of 319 mg/dl. Insertion techniques were discussed. The sensor will not be returning for analysis.